Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure for an open reduction internal fixation of proximal femur the screw heads was broken. Procedure was completed successfully and patient outcome was as planned. This report is for one (1) 2.7mm cortex screw self-tapping 45mm. This is report 3 of 3 for complaint (B)(4).